Event description:
Boston scientific received information that a health care professional (hcp) made an inquiry regarding high shock impedance measurements and alerts related to patient's remote home monitoring system. The hcp did not have any identifying patient or system information and attempts to obtain additional information were unable to be made as there was no identifying hcp information provided. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.